Event description:
This involves an unsuccessful attempt to defibrillate a patient during a code utilizing the zoll defibrillator/placer. A replacement defibrillator was used. The code, however, was unsuccessful and the patient expired. The battery in the defibrillator failed. Last time defibrillator used on batter pack was 15 hours priordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: component failure, telemetry failure, none or unknown, battery/pack. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.